Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated MDR # 1225714-2013-02517.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers: 1225714-2013-02517 and 1225714-2013-02518.

Event description:
Additional information received noted the patient experienced a sudden cardiac event and expired on the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.